Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the foreign materials being stuck in the forceps elevator could not be determined at this time. The event may be detected/prevented by following the instructions for use section sections below: chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 reprocessing workflow for endoscopes and accessories, chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator has foreign material. Foreign material is yellowish/brown in color, but it is unknown what the foreign material is. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process: forceps elevator has foreign material, suction cylinder is shaved, due to clogging of nozzle, water removal ability does not meet specifications, nozzle is loose, due to deformation of right/left knob, lock engagement knob rotates concurrently, adhesive on bending section is detached, universal cord has a wrinkle, universal cord has a scratch, ultrasonic cable has a dent, ultrasonic cable has a scratch, distal end has a scratch, protector of universal cord on scope-connector side has a scratch, protector of ultrasonic cable on ultrasonic connector side has a scratch, scope-connector has a scratch, light guide-cover glass has a dent, protector of universal cord on control section side has a scratch, grip has a scratch, forceps channel port has a dent, forceps channel port is shaved, due to damage on charged coupled device (ccd) unit, the specified resolving power is not obtained, due to damage on channel-tube, water tightness is lost, and the acoustic lens has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.